Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. During treatment, the dialyzers started leaking blood. Patient had no ill effect. Sample was discarded by the user facility; sample is not available.